Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor power was too low, the gear was broken and torn off, the bearings and seals were worn, the gear was rusted and the motor was too weak leading to air leak. It was further determined that the device failed pretest for check for excessive noise, check for untrue running, check triggers for fwd / rev mode, check for air leak and check reverse locking mechanism. It was noted in the service order that the device was spoileed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further review of the device evaluation, it was determined that the device also failed pre-test for excessive noise. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further review of the device evaluation, it was determined that the root cause for the device's broken gear was improper maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.